Manufacturer narrative:
Device alarmed pump error 38 during motor rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion and self tests due to pump error 38.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a no motor movement or negligible movement and retries to free a stuck motor failed pump error alarm. Customer was able to successfully clear alarm but did not able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.